Manufacturer narrative:
(B)(4).

Event description:
The device was returned from a male patient that has passed away, that was receiving intrathecal dilaudid 6.0mg/ml at 1.9233mg/day and bupivacaine 20mg/ml at 6.411mg/day via an implantable infusion pump. The indication for use of the device, concomitant medications, and patient history were not reported. There was no known complaint and no patient harm reported.